Event description:
A report was received that during a lead revision surgery, the physician elected to replace the patient's ipg since it was hibernation mode. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was kept by the medical facility, and will not be returned for evaluation.